Event description:
It was reported that cgm showed error and stopped working as expected. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset, which resolved issue, and no additional corrective actions were reported.